Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh, bilateral salpingo-oophorectomy, cystocele repair, cystourethroscopy due to pop, cervical dysplasia, bulge in vagina, premalignant lesions, pelvic organ prolapsed. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, recurrence, dyspareunia. It was reported that patient underwent mesh removal for mesh extrusion on (B)(6) 2008. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.